Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing bd bactec¿ peds plus¿/ f culture vials (plastic) on biofire there was a false positive for acinetobacter calcoaceticus-baumannii complex. Gram stain performed on the uninoculated bactec bottle and no organisms were seen. Result was reported. There was no report of patient impact. The following information was provided by the initial reporter: reported acinetobacter calcoaceticus-baumannii complex detected on the bcid2 panel. Patient #4: collected (B)(6)2021 at 19:26. Loaded onto bactec (B)(6)2021 at 21:00. (~1.5 hours). Patient #4: date tested on biofire: (B)(6)2021. Was acinetobacter reported? Yes. If so, was the patient treated for acinetobacter? No. Were there any adverse patient reactions to the treatment? N/a. Was any uninoculated bactec bottle tested by biofire? Yes, and acinetobacter calcoaceticus-baumannii complex was detected. Was a gram stain performed on the uninoculated bactec bottle? If so, did you see any organisms? Yes, and no organisms were seen. Did you plate the uninoculated bactec bottle to the media? If so, did any organism grow? Yes, and no organisms grew.

Manufacturer narrative:
Investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Returned good samples were not received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while testing bd bactec¿ peds plus¿/ f culture vials (plastic) on biofire there was a false positive for acinetobacter calcoaceticus-baumannii complex. Gram stain performed on the uninoculated bactec bottle and no organisms were seen. Result was reported. There was no report of patient impact. The following information was provided by the initial reporter: reported acinetobacter calcoaceticus-baumannii complex detected on the bcid2 panel patient #4: collected (B)(6) 2021 at 19:26. Loaded onto bactec (B)(6) 2021 at 21:00. (~1.5 hours) patient #4: date tested on biofire: (B)(6) 2021 was acinetobacter reported? Yes if so, was the patient treated for acinetobacter? No were there any adverse patient reactions to the treatment? N/a was any uninoculated bactec bottle tested by biofire? Yes, and acinetobacter calcoaceticus-baumannii complex was detected. Was a gram stain performed on the uninoculated bactec bottle? If so, did you see any organisms? Yes, and no organisms were seen. Did you plate the uninoculated bactec bottle to the media? If so, did any organism grow? Yes, and no organisms grew.